Event description:
The event occurred in sweden. It was reported, that during the priming procedure of the hls set, pressure issues were observed. At a flow rate of 3.3 lpm, a deltap of 45 mmhg was recorded while the priming bag was attached. The hls set was subsequently used for patient treatment. After the patient was connected, 10,000 units of heparin were administered. The patient¿s hemoglobin level was 150. An additional 5,000 units of heparin were then given. Hemodilution occurred at the start of ECMO, followed by the administration of another 1.5 liters of ringer acetate solution. The deltap continued to rise, reaching up to 80 mmhg. Approximately two hours later, the customer decided to replace the hls set. After the replacement, the deltap returned to normal levels, measuring 15 mmhg at a blood flow of 3.3 liters per minute. No clot formation was observed in the oxygenator. No harm to any person was reported. As the hls set was replaced during treatment and as a pressure reading issue can lead to a pump stop if the intervention is set by the user, a report is required. (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the sweden market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.